Manufacturer narrative:
Pump received with intermittent button response due to moisture damage to the keypad traces. No button error alarm during testing. Pump passed displacement test and self test. No anomaly noted on reservoir tube. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had a button error alarm and the buttons were unresponsive after exposure to moisture, and crack on the battery compartment. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage to the keypad traces. No button error alarm during testing. Insulin pump passed displacement test and self test. No anomaly noted on reservoir tube.